Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 with a drain volume of 3488 ml during cycle 2. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The drain volume that was identified in the logs was actually 3499ml, and not 3488ml as reported in the initial emdr. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no device failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs the cause of the iipv found in the logs was determined to be excessive drain; unexpected high ultrafiltrate for therapy compared to other therapies. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.